Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer hold its charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device will not be returned due to hospital policy.